Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having a non-curonix device implanted has been ruled out. Potential causes of electric shock include programming parameters, device migration, patient contraindicating conditions, and severe force applied to the implant. The neurostimulator associated with the complaint was requested for investigation. However, it has not been received. The stimulator is used to treat pain. The cause of the electric shock is due programming parameters as the patient did not experience any additional shocks after the programs were changed on the transmitter assembly (user error-commercial team member). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported an electrical shock throughout their body over 15 minutes after the programs on the transmitter assembly were changed. The patient was instructed to turn the device off and return to the office to change the programs. The programs on the transmitter were changed again, the patient did not experience any additional shocks, and the device remained implanted until their regularly scheduled appointment to pull the trial neurostimulator.

Event description:
The patient reported an electrical shock throughout their body over 15 minutes after the programs on the transmitter assembly were changed. The patient was instructed to turn the device off and return to the office to change the programs. The programs on the transmitter were changed again, the patient did not experience any additional shocks, and the device remained implanted until their regularly scheduled appointment to pull the trial neurostimulator.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having a non-curonix device implanted has been ruled out. Potential causes of electric shock include programming parameters, device migration, patient contraindicating conditions, and severe force applied to the implant. The neurostimulator associated with the complaint was returned for investigation. The investigation found the neurostimulator passed the automated functional test on stimulator verification unit ((B)(6)). The device performed as expected and no non-conformances were found. The stimulator is used to treat pain. The cause of the electric shock is due programming parameters as the patient did not experience any additional shocks after the programs were changed on the transmitter assembly (user error-commercial team member). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.